Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for alinity carbon dioxide reagent lot number 67274uq11. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity carbon dioxide assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67274uq11. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity carbon dioxide reagent lot number 67274uq11.

Event description:
The customer observed falsely decreased carbon dioxide (co2) results generated from alinity c processing module for a patient. The results provided were: sid (B)(6) initial= 8 mmol/l /repeated on roche=26 mmol/l /on istat=30 mmol/l /repeated and redrawn sid (B)(6) initial= 8 mmol/l /repeated on roche=26 mmol/l /on istat=30 mmol/l laboratory reference range for co2=23 to 30 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased carbon dioxide (co2) results generated from alinity c processing module for a patient. The results provided were: sid (B)(6) initial= 8 mmol/l /repeated on roche=26 mmol/l /on istat=30 mmol/l /repeated and redrawn sid (B)(6) initial= 8 mmol/l /repeated on roche=26 mmol/l /on istat=30 mmol/l laboratory reference range for co2=23 to 30 mmol/l there was no reported impact to patient management.